Event description:
The customer reported that the ortho provue analyzer misread reactions in the forward abo typing. The provue dropped the card into the waste bin. However, the card got stuck near the camera. This may have resulted in the misreads. The incident occurred on (B) (6) 2009. However, the issue was discovered on (B) (6) 2009. The customer indicated that there were no erroneous results reported. A false positive result may lead to the misclassification of a pt's abo group, with the potential for transfusion of the abo incompatible blood.

Manufacturer narrative:
The customer performed troubleshooting regarding the false interpretations of the test results and found that obstruction of a gel card near the provue gel camera may have resulted reaction misreads. Service was not required since the customer resolved the issue. The customer indicated that the instrument was performing as expected. The customer repeated the samples in question and obtained acceptable results. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).